Event description:
It was reported the patient received the following results within 15 minutes: 77 mg/dl (measured with patient's accu-chek instant system) and 300 mg/dl (measured with a professional meter ).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.